Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer's insulin pump alarmed button error for about two weeks. Troubleshooting was performed. The mother stated that the customer was hospitalized four times for different reasons. The mother stated that in march, the customer was admitted in the hospital and they realized the cannula was bent. It was stated that the customer again was hospitalized for diabetes ketoacidosis in july. The mother stated that the customer had high blood glucose over 500mg/dl. The customer attempted to bolus, but his glucose level continued to rise. The mother stated that the customer also was hospitalized in october and in december. It was stated that the customer became ill due to adrenal insufficiency and uncontrollable high blood glucose. No further information was provided.